Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the atrial lead was capped. Additional information obtained through follow up with the facility indicated that the lead was capped at the time of generator replacement, as the patient had progressed to permanent atrial fibrillation (af). No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was capped. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: explanted: (B)(6) 2012. (B)(4).